Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs technical support to report that the xhibit central station (xcs) had become frozen and unresponsive. There was no patient or user harm associated with this event. Spacelabs technical support attempted to troubleshoot the issue with the customer; however, the issue was unable to be resolved. The customer was advised to reach out to their internal biomed team to resolve the issue. Several attempts were made to contact the customer for an update; however, the customer was unable to be reached. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.